Manufacturer narrative:
Additional information: the target lesion was located in the proximal left anterior descending (lad) artery which exhibited mild tortuosity and mild calcification with 70%-75% stenosis. Concentration of 1:1 contrast/saline was used. The device was successfully implanted and remains implanted. Patient age, sex and weight patient name and phone number. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one image was provided for analysis. The image shows a tray with three labeled regions (1, 2, and 3). Before inflation, the contrast agent appears clear (1). Following the initial inflation, a yellowish-green fluid was observed (2). After the second inflation, the color of the fluid in the highlighted areas became somewhat lighter yellowish green (3). Additional information: it was later confirmed that the problem was due with the pressure pump used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a coronary procedure involving one resolute integrity coronary drug eluting stent, a yellowish-green liquid appeared after balloon dilation within the stent. The target lesion was located in the proximal left anterior descending (lad) artery which exhibited mild tortuosity and mild calcification. After the balloon inside the stent was inflated, the saline contrast agent was initially transparent before the first inflation, changed to yellowish-green after the first inflation, and became slightly lighter yellowish-green after the second inflation. The device was inspected prior to use and negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. No resistance was encountered during device advancement. Excessive force was not used during delivery. The device remains implanted and in service. No patient complications have been reported as a result of this event.